Event description:
After pre-dilalation of the target lesion, a 3.0mm diameter by 12mm length s670 over-the wire stent delivery system was inserted into the mid-circumflex coronary artery. Inflation pressure of the stent delivery system balloon upon deployment of the stent was 14 atmospheres, creating a balloon outer diameter of 3.3mm. After deployment of the stent, it was noted that there was a perforation of the target vessel. Therefore, the stent delivery balloon was inflated at the site of the perforation. An intra-aortic balloon pump and a central line were subsequently inserted to monitor right heart pressures and stabilize the pt. It was reported that the pt experienced a myocardial infarction from prolonged balloon inflation used to treat the perforation. It was reported that the pt tolerated the procedure well, and at a later date was discharged. There was no add'l clinical sequelae reported related to the event.